Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the ac9ed1000, ct8ac1000, and 2585487 lot codes did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. X-rays were received and reviewed by engineering. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Procedure: hip revision. Original surgery was performed on (B)(6) 2008. Revision was performed on (B)(6) 2014 by the same surgeon and at the same hospital. Hip was revised due to recurrent dislocation. Patient had a previous fall and dislocated 3 times after that. X-ray photo is available. Patient initials (B)(6), female, (B)(6). No further information available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.